Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was a demo unit it did not fire and handle lockout. There was no patient contact.